Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) during draing 6 of 8 on the home choice (hc). The home patient (hp)/caregiver (cg) stated the patient line had come undone. The technical service representative (tsr) explained the alarm and assisted the hp/cg to clear the alarm and get the cassette out of the hc. The hp would call the registered nurse (rn) to see if it was ok to finish with a manual bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is confirmed. The assignable cause code was a loose connection because the patient became disconnected from therapy. This issue is being investigated through CAPA.